Manufacturer narrative:
It was reported that after a fingerstick for blood sample collection, the patient developed flexor tenosynovitis. Two days later he was admitted into the hospital and had a minor surgical procedure to drain the infection. There was no additional intervention. A root cause has not been determined, however they are attributing the incident to a covidien alcohol prep pad. Covidien has been notified and the samples were sent directly to them. As the manufacturer of the device, covidien will make the determination if any corrective action is required. Due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
It was reported that after a fingerstick for blood sample collection, the patient developed flexor tenosynovitis which required a minor surgical procedure.